Event description:
Datascope interventional products (u.s.) Was notified on july 11, 2006 of an incident where a physician wanted to try on-site without any prior training by datascope on deployment of the on-site device. It was reported that the occluder disc was placed in a "bad position" and the collagen was inadvertently deployed into the artery. The artery was occluded and an edarterecomy was performed to repair the occlusion.

Manufacturer narrative:
Since the deployer had no training in deployment of the on-site device prior to the incident. We completely attribute the incident to user error.